Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 80 to 100 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results the product is stored by customer according to specification in the closet. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). The customer is calling because she feels that the results she is getting from the replacement meter is reading too high.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 80 to 100mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results the product is stored by customer according to specification in the closet. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is 6/26/2017. The meter memory was reviewed for previous test result history: 1:135 mg/dl (B)(6) 2017 09:30 pm fasting: yes. 2:98mg/dl (B)(6) 2017 09:22 am fasting: yes. 3:112mg/dl (B)(6) 2017 09:30 am fasting: yes. 4:136mg/dl (B)(6) 2017 09:15 pm fasting: yes. 5:138mg/dl (B)(6) 2017 09:13 pm fasting: yes. The customer is calling because she feels that the results she is getting from the replacement meter is reading too high.